Event description:
It was reported that when the bd¿ blunt fill needle with filter punctured the stopper, parts of the rubber sheared off into the medication vial. The following information was provided by the initial reporter, translated from japanese: "the hcp aspirated the drug solution from a vial by using the syringe connected to bfn and then found a white solid matter in the solution aspirated into the syringe. The hcp used another bfn and confirmed again a white solid matter in the drug solution aspirated into the syringe. The investigation performed confirmed that the relevant foreign matter found in the syringe was a gray-white matter and the further investigation by showed that the spectrum of the relevant foreign matter was similar to that of the rubber material of the vial stopper."

Manufacturer narrative:
Date of event: unknown. Investigation summary: it was reported the health care provider found a white solid matter in the solution of a syringe after drawing medication using a blunt filter needle on two occurrences. As sample was not returned, a thorough sample investigation could not be completed. The information provided states a fourier-transform infrared spectroscopy (ftir) analysis was performed and showed that the spectrum of the relevant foreign matter was similar to that of the rubber material of the vial stopper. A device history record review was completed for provided material number 305211, lot number 9226947. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.